Event description:
Patient was admitted to hospital on (B)(6) 2017 for progressing abdominal pain. Per md, patient was not compliant with taking ppis. Patient received zofran and morphine during the course of hospitalization. Patient was discharged on (B)(6) 2017 with abdominal pain improved but not resolved. Device remained implanted. Per md, working diagnosis is gastritis. Evaluation was negative for acute pancreatitis, with normal amylase/lipase, and normal abdominal CT.

Event description:
Patient was admitted to hospital on (B)(6) 2017 for progressing abdominal pain. Per md, patient was not compliant with taking ppis. Patient received zofran and morphine during the course of hospitalization. Patient was discharged on (B)(6) 2017 with abdominal pain improved but not resolved. Device remained implanted. Per md, working diagnosis is gastritis. Evaluation was negative for acute pancreatitis, with normal amylase/lipase, and normal abdominal CT.